Event description:
The account generated a false positive architect total bhcg result on a patient. On november 9, 2009, the account generated architect total bhcg = 3522 (no units of measurement provided) which was questioned by the physician. The specimen was processed again with architect total bhcg = <1.2 (no units of measurement provided). No additional patient or testing data was provided. The false positive architect bhcg result was reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - evaluation: discrepant architect bhcg result. The evaluation consisted of a review of the complaint text, review of the customer returned system logs, instrument service history, and a review of current architect labeling. Review of the customer returned system logs was not able to identify the cause for the issue the customer described. No adverse trends were identified related to the customer issue. The architect operations manual provides multiple probable causes and corrective actions to assist the customer with resolving erratic results. Based on the available information, the actual root cause could not be determined, however sample integrity should be considered as a potential cause. No product deficiency was identified.

Manufacturer narrative:
(B)(4). Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.